Event description:
It was reported that prior to discharge, left ventricular (lv) lead pacing threshold was high. The patient experienced pocket stimulation with high outputs so the lv lead was turned off. An insulation breach was suspected. No further intervention is planned. It was also noted that the lead was expired at the time of implant. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported, there was low impedance and rising threshold on lv lead. The lead was surgically repaired and was reactivated. The lead remains in use. No patient complications have been reported as a result of this event.